Event description:
Error message, 200m, appeared on the carto system indicating that there was a connection/catheter issue. All connections were checked. A new catheter was opened, which resolved this issue. There was not any patient harm involved due to this incident.